Manufacturer narrative:
(B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please ask the hospital staff or surgeon was there an issue with the actual strap or was it a matter of the device not delivering enough force to properly eject the strap to attach to the tissue/mesh? Procedure? How was the procedure completed? Any patient consequences? Will the device be returned for evaluation?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, when the doctor pressed the device to fire the clamp, the clamp did not go out and when it finally did, it was not hard enough to fix. There were no adverse patient consequences reported. Additional information has been requested.